Event description:
The test strip labeling has worn off the vial. Customer stated having the test strips for two months and no alcohol was on his hand when holding the vial. No other information was given. A request was made for return product and replacement product was sent.